Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 40.9cm from the strain relief. The separated ends of the hypotube were ovaled in shape indicating the device was kinked prior to separation. There were numerous kinks to the hypotube of the device. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded and had blood and contrast present. The tip of the device was damaged. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 8mm x 4.00mm nc quantum apex balloon catheter was advanced for dilation. However, during procedure, it was noted that the balloon could not cross the lesion and found that the shaft got broken. The device was removed and the procedure was completed with a non-bsc device. There were no patient complications nor injuries reported. It was further reported that the shaft broke 42 centimeters from the hub and the balloon was removed by pulling the remaining shaft.

Manufacturer narrative:
Updated b5: describe event or problem. (E1) initial reporter address 1: (B)(6).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. After a 6f non-bsc guide catheter and a non-bsc guidewire crossed the lesion, predilatation was performed with a 2.50x15 maverick balloon catheter and a non-bsc stent was advanced and deployed into the lesion. A 8mm x 4.00mm nc quantum apex balloon catheter was advanced for proximal stent post-dilatation. However, the balloon did not cross the proximal edge of stent even after multiple attempts and the shaft of the balloon got broken. The device was removed from the patient intact and the procedure was completed with a 4.00 x 08 non-bsc balloon catheter. There were no patient complications nor injuries reported. It was further reported that the shaft broke 42 centimeters from the hub and the balloon was removed by pulling the remaining shaft.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. After a 6f non-bsc guide catheter and a non-bsc guidewire crossed the lesion, predilatation was performed with a 2.50x15 maverick balloon catheter and a non-bsc stent was advanced and deployed into the lesion. A 8mm x 4.00mm nc quantum apex balloon catheter was advanced for proximal stent post-dilatation. However, the balloon did not cross the proximal edge of stent even after multiple attempts and the shaft of the balloon got broken. The device was removed from the patient intact and the procedure was completed with a 4.00 x 08 non-bsc balloon catheter. There were no patient complications nor injuries reported.